Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported a system message occurred during surgery. The system was switched out and the surgical procedure was completed. There was no pt harm reported, but the pt had to be anesthetized a bit longer.

Manufacturer narrative:
A company service representative examined the system. The optic captors were changed. This system was then tested and met all product specifications.(B)(4).